Event description:
It was reported that during a laparoscopic cholecystectomy procedure the blades did not work. The blades could have been in contact with metal ring of uterine manipulator. Case completed with another blade. No pt consequence.